Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller to plug the tandem wall adapter into a working outlet and wait at least 30 minutes to see if the pump began charging. No additional product or event information was available.